Manufacturer narrative:
The device was not returned for evaluation. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
During an enb procedure, the patient experienced a pneumothorax. No additional information is known at this time. The information is from a clinical study published in the journal of thoracic disease.